Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the patient experienced perforation and pericardial effusion, resulting in hospitalization. An amplatz super stiff guidewire and 71cm c0 nrg transseptal needle were selected for use. During the procedure, the physician was far too posterior when attempting transseptal to remain safe from the aorta. The radiofrequency (rf) was then turned on, but it was hard to see on echo, therefore, a second attempt was performed. Consequently, it was noted that the devices perforated through the back wall. They then advanced the trusteer dilator and sheath to the left side and switched out the guidewire for a 6f pigtail to shoot contrast. Once they shot contrast into the heart, it was noted that the guidewire wrapped around the heart and in the pericardium. It was believed that the sheath was aimed too far posterior when the users were going transseptal, causing the effusion when the "generator" was turned on again. At this point, the physician began aspirating blood out of the pericardium. The pericardial effusion (pe) was said to have remained "mild" and was monitored for 20-25 minutes before sending the patient to the intensive care unit (ICU).